Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a low-frequency alert tone was emitting from the implantable cardioverter defibrillator (ICD). The patient was referred to their physician. No patient complications have been reported as a result of this event. It was further reported that the tone was due to a suspected impedance issue with the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use.